Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had a type 3a endoleak with a partial component separation and a potential type 1a endoleak. The physician elected to implant a non-endologix gore device to seal the endoleak. The success of the procedure and final patient status was not reported to endologix and is unknown. To date there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluations of this event included a patient injury. A clinical assessment was completed, but no medical information was made available. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The index procedure was done in 2012. It was noted that patient had gone in for a follow-up where CT showed a possible type 3a endoleak. Physician elected to re intervene and place an additional cuff which is scheduled for (B)(6) 2017. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to lack of relevant medical information. Procedure-related, anatomy-related, and user-related issues, off label, or cautionary product use conditions could therefore not be determined. Associated clinical harms for this event included: type iiia endoleak, type ia endoleak, and a secondary endovascular procedure (reline). The final patient disposition was unknown. Additional information was provided on aug 8, 2017, when an endologix rep noted that patient underwent a secondary procedure that was completed as scheduled with a non-endologix gore device. The final patient status was not reported to the rep. The rep indicated the patient had a type 3a endoleak with possible partial component separation and a potential type 1a endoleak. The event was discovered from a CT. There are no reports of the patient coming in emergently. The rep is not aware of the patient having additional endovascular procedures. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
On (B)(6) 2017, the rep provided additional information regarding a secondary procedure that was performed and completed with a non-endologix gore device. The rep indicated that the patient had a type 3a endoleak with a possible partial component separation and a potential type 1a endoleak. The event was discovered from a CT and there were no reports of the patient coming in emergently. The rep was not aware of the patient having additional endovascular procedures. The patient's final status was not reported to the rep.